Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture and patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 the patient presented with an st-segment elevated myocardial infarction (stemi). The procedure was to treat a moderately tortuous, heavily calcified, 92% stenosed de novo lesion in the proximal left anterior descending coronary artery. The 3.0x38mm xience prime stent was deployed at 16 atmospheres; however, the stent fractured. The patient went into cardiac arrest, cardiopulmonary resuscitation (CPR) was performed; however, the patient expired one day after the procedure, on (B)(6) 2016 due to the fractured stent. An autopsy was not performed. No additional information was provided.